Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(b). Additional information: b5.

Event description:
Additional information received indicated that this event did not occur during use on a patient. No patient was involved.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited air in line detected alarm. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's problem was duplicated. Pump was found to be displaying "air in line" alarm message during the investigation. A faulty air detector will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.